Manufacturer narrative:
No product was returned; thus the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that when the user inject through the power port tubing the pressure will rise up; but at 300 psi, it will be considered pressure limiting and the injector itself will suddenly drop the rate. No patient injury was reported.